Event description:
It was reported that the pump's battery was depleting too rapidly. There was no adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot and will charge the pump to 100% to monitor the battery usage over a 24-hour period. Customer technical support informed the caller that a depletion of 35% or lower within this timeframe is normal. The customer continued to use the pump for insulin therapy.